Event description:
Ceramic ring fell off in pt during a rotator cuff repair. The piece was retrieved but the surgery was delayed over 30 mins. There was no adverse consequences reported as a result of event. This device is used for treatment.

Event description:
Ceramic ring fell off in patient during a rotator cuff repair. The piece was retrieved but the surgery was delayed over 30 minutes. There was no adverse consequences reported as a result of event. This device is used for treatment.

Manufacturer narrative:
Evaluation determined the ceramic ring was missing from the device. A portion of the coating that surrounded the ring appears to have melted in towards the electrode. Manufacturer's evaluation indicates the event may have been related to process variations during coating. This condition has been already addressed by the manufacturer.